Manufacturer narrative:
E1 - initial reporter phone and b3 - date of event: unknown. The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a customer facility regarding a primary plum set. It was reported that the infusion system was leaking through the air filter during cisplatin administration. It was reported that there was exposure of cytostatic drugs to all patients and workers present in the service. Although the event occurred during infusion, there was no reported harm.